Event description:
It was reported that the left ventricular (lv) lead was plugged into the right ventricular (rv) port and the rv pace/sense lead was plugged into the lv port. Oversensing was seen with this configuration. The device was reprogrammed to vvir mode with rv only pacing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.